Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours. The patient noted pain at the insertion site and removed the pod. When the pod was removed, the pod's cannula was found bent.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened. Flatting of the soft cannula caused the soft cannula to be measured longer then expected. The flattening of the soft cannula did not prevent fluid from exiting the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined.